Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she passed out and hit her head on (B)(6) 2017, which resulted in a hospitalization. The customer's blood glucose was unknown at the time of incident. The customer reported having frontal hemorrhage from hitting her head. The customer was wearing the insulin pump at the time of event. Troubleshooting was not performed for the insulin pump. The insulin pump will not be returned for analysis.